Event description:
It was reported that a red call doctor icon was observed via remote patient monitoring due to an unspecified anomaly associated with this pacemaker. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.